Event description:
The customer complained of questionable results on two patient samples when tested with the ft4 - free thyroxine reagent. Patient 1 had an initial ft4 result of < 0.02 ng/ml. The sample was repeated twice with results of 1.29 and 1.26 ng/ml. The patient had a previous ft4 of 1.27 ng/ml. Patient 2 had an initial ft4 of < 0.02 ng/ml. The sample was repeated with a result of "about 1.2" ng/ml. The patient had a previous ft4 of 1.51 ng/ml. The initial results were not released outside the laboratory. The patients were not harmed by any actions taken. No adverse event occurred. The ft4 reagent lot number and expiration date were requested but not provided. After the event the sample/reagent probe was cleaned. The problem with ft4 results has not reoccurred since the probe was cleaned.

Manufacturer narrative:
The event occurred in (B)(6).